Manufacturer narrative:
Per tandem¿s t: slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not coming out of the tubing during fill tubing. During troubleshooting with tandem's technical support, the use disconnected the luer lock connection, reconnected the luer lock connection, and successfully verified insulin coming out of the tubing. There was no impact to the user's blood glucose level.